Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to chest pain. An interrogation of the device shows an alert for high impedance warning on the right ventricular (rv) lead superior vena cava (svc) coil. A follow up with the patient¿s healthcare provider yielded that the svc coil was programmed off. The lead continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.